Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying an "er2" message. Per the onetouch ultralink owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified time on (B)(6) 2012, the patient developed symptoms of "feeling low, not feeling well" and by 4:15pm on the same day, tested on the subject meter and obtained the alleged error message. The reporter stated that the patient manages her diabetes with the insulin pump. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. Forty-five minutes later, the patient self-treated with "orange juice". The cca noted that there was evidence of misuse; "soup was spilled on the meter". There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the alleged issue. There was no indication that the patient's symptoms deteriorated since there was no delay in treatment. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.